Event description:
It was reported that, the patient underwent a posterior correction and fusion using a spinal system at unknown thoracic levels. On another day ,crosslink (multi-span) placed at the upper level (specific level not reported) was found broken and hooks placed at the same level bilaterally were also found dislocated, for which a revision surgery was scheduled. The physician reported that, in the initial surgery, the crosslink was placed because the possibility of hook dislocation was relatively high. Excessive stress on the crosslink plate was considered as the cause of the breakage. The patient underwent revision surgery. The two rods were cut at the place of hook dislocation and a new crosslink was placed under 1 cm below of cut place. No additional correction was performed.

Manufacturer narrative:
(B)(4). This part is not approved for use in the united states; however, a like device catalog # 869-021, 510k # k040962 was cleared in the united states. The device is returned. Evaluation yet to take place, hence no conclusion can be drawn.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.